Manufacturer narrative:
Reference number (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the stoma site started to bleed and there was a sticky exudate surrounding the site. On (B)(6) 2019, the patient¿s wife was unable to move the tube and was concerned about a buried bumper. The patient completed two courses of unknown antibiotics for a stoma site infection and the stoma site improved. The buried bumper was not confirmed. On (B)(6) 2019, another swab was taken.